Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereoscopic viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv for failure analysis. The hrsv was installed on the test system. The system started up without any errors. The image quality was sharp and there was no noise and no tint. The system idled for 1 hour with no issues. The issue was not replicated. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the right eye piece on one of the surgeon side console (ssc) has no video and was black. The technical support engineer (tse) recommended a hard power cycle of the ssc when possible. The customer did not want to power cycle the system during the case but will let the doctor know. The customer later called back to inform that rebooting the system did not resolve the issue. Procedure outcome is unknown; however, there was no reported injury.